Manufacturer narrative:
A review of the logs found that there was an error code 9, indicating that the sensor could not return a reading. Testing of the actual device found that the sensor could not detect, when on a cold circuit only (10 degrees celsius).

Event description:
User reported that the device failed to detect air in the venous line, until it was removed and replaced. We consider failure to detect/stop gross emboli to be reportable, despite no harm to the patient involved.